Event description:
The customer stated that a false positive high sensitive troponin-I result was generated by the architect i1000sr analyzer. An initial result of 0.459 was generated. The sample was repeated and was normal. No repeat data was provided. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation was performed by reviewing the complaint text, instrument logs, instrument service history, and other customer complaints for similar issues. Review of the logs found that the samples just prior to the samples with erratic results had high clot scores and gave error code 3350; "unable to process test, aspiration error for pipettor at sh sample", suggesting preanalytical issues with samples and possible clot aspiration. Service also replaced the sample probe after finding the probe was slightly damaged and misaligned. A search of the service history for the instrument was performed and found 1 previous service ticket for erratic troponin results that was closed with normal troubleshooting prior to the complaint under investigation being opened. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue for erratic results and error code 3350. The stat high sensitive troponin-I reagent package insert was reviewed and it states that for accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. The investigation did not identify a malfunction / deficiency.